Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that the cause of the event was ¿the patient had fractured catheter status post spinal surgery¿. The proximal segment of the catheter was cut by the surgeon for spinal surgery. The patient outcome was noted as ¿no injury.¿

Event description:
Additional information received reported that the catheter was replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a back surgery, the catheter was removed from the spine. However, it was unclear whether the "back surgery" was related to the device or whether the catheter's removal from the spine was intentional. It was stated that a physician injected dye through the catheter access port and the dye was not seen in the intrathecal space. It was also noted that the patient was sent for a CT scan. At the time of report, there was no patient injury, symptom, or adverse event. The drugs used in the system were baclofen and fentanyl.